Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be intermittently depleting quickly, which led to intermittent pump shutdowns. Additionally, the battery gauge was observed to be static for 36 hours despite the pump being in use. The customer's blood glucose (bg) level was 74 mg/dl at time of report. Bg level at times of the intermittent pump shutdowns were not provided. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue and provide assistance; however, the customer did not respond.